Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted due to the charge circuit timing being greater than thirty seconds. The device remains in use. No patient complications have been reported as a result of this event.